Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305127. Batch#: unknown. It was reported by the customer that needle broke off during a procedure and the surgeon was able to retrieve it with no harm to the patient. Verbatim: rcc received a complaint via email. Email(s) attached medication needle hypodermic 25 gage, 1.5-inch blue ¿ mfg# 305127 needle broke off during a procedure and the surgeon was able to retrieve it with no harm to the patient. Additional information: 1. Kindly provide the batch/lot number of the product. ¿ product lot was not documented 2. Can you share any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? ¿ product was disposed. 3. If possible, could you please provide picture samples for investigation? No pictures were taken.

Manufacturer narrative:
(B)(4) follow up : as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received material#: 305127 , batch#: unknown. It was reported by the customer that needle broke off during a procedure and the surgeon was able to retrieve it with no harm to the patient. Verbatim: rcc received a complaint via email. Medication needle hypodermic 25 gage, 1.5-inch blue ¿ mfg# (B)(4). Needle broke off during a procedure and the surgeon was able to retrieve it with no harm to the patient. Additional information: 1. Kindly provide the batch/lot number of the product. ¿ product lot was not documented. 2. Can you share any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? ¿ product was disposed. 3. If possible, could you please provide picture samples for investigation? No pictures were taken.